Manufacturer narrative:
Additional information: unique identifier (UDI) # added. Evaluation summary: the device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. A sample without original packaging or lot number was received for evaluation. After performing inspection per procedure, the issue was observed. The reported condition was confirmed. The assembly process at this site consists of a pick and place in a tray operation. The condition reported is not generated during this site¿s manufacturing process. This syringe is manufactured by an external supplier. A complaint notification was sent to that supplier to initiate the investigation of a root cause. The suppliers response was that an oil leak was excessive at the time of production of the syringes to where the cleaning frequency was not adequate enough to avoid oil from getting on the syringes. The failure was confirmed to be associated with the supplier. A work order was opened at the suppliers manufacturing site for correction/repair of the hydraulic valve that was leaking oil. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported foreign substance was found in the barrel.